Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on march 14th 2016 stating that high impedances were noted. They were calling after new leads were placed and directly connected to the implantable neurostimulator (ins), which was a new implant. All pairs between 0-7 were >40,000 ohms. On the right side, all pairs between 8-15 were around 1,200 ohms,and one pair was at 1,543 ohms. Pairs between 0 and 8-15 were also in normal range. Impedances were normal when tested intra-operatively before closing. Lead numbering was verified as correct, and x-rays were recommended to verify system integrity. There were no related patient symptoms reported, and the issue had occurred on the day of report. Additional information was received from the rep on march 30th stating that the patient had gone back into surgery, where the lead was taken out of the generator, put back in, and screwed down. These actions resolved the impedance issue, all contacts were working, and the patient was getting great coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.